Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in poland: "underinfusion." According to the customer: "the pump feeds more slowly:"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was delivered in its original packaging without any damage. After the analysis, no damage related to the operation of the camera was found in the service. An ac adapter is supplied with the pump. The element is mechanically damaged, the insulation is damaged, the wire is broken. Repair required. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.